Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration, not reported via an implantable pump. It was reported the patient had issues in the past. Per the reporter in 2014 the company representative had to come out to the physician¿s office because the pump wasn¿t working right. The company representative had to go in and check the catheter and the pump and ¿do some things¿. Per the reporter they had to check it a couple of times and ¿eventually sometime in 2014 they had to do surgery and they got it back working so the patient¿s been doing ok". The reporter further stated that the patient had to go to the hospital in "(B)(6) 2014 because he was having withdrawals. They thought there was something wrong with the pump, but the issue was the patient was having hallucinations and lots of spasms and everything. The company representative was there and the surgeon said everything was working ok but then after the surgery the patient aspirated and got pneumonia. The patient was in a medically induced coma for a week but after that he was ok. Per the reporter the pump has been working and lately its been at a pretty good rate since the physician has made changes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indications for use were intractable spasticity and cerebral palsy.